Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that received multiple power loss alarms and now the display is blank. Pump has been without a battery for longer than 10 minutes reviewed alarms and found power loss. Customer¿s blood glucose level was unknown. Advised customer to monitor the pump and confirm insert battery alarm is displayed before inserting a new battery. The customer was advised that the pump will be replaced. The insulin pump will not be returned for analysis.